Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is 110-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification, in the bedroom. During the call on (B)(6) 2019, a blood test was performed by the customer and produced test results of 111 and 114mg/dl non- fasting using the meter. The test strip lot manufacturer's expiration date is 03/31/2020 and open vial date is 03/2019. The meter memory was reviewed for previous test result history: (B)(6). Customer denies the need for medical attention, signs and symptoms of hyperglycemia at the time of call.